Manufacturer narrative:
(B)(4). An event regarding periprosthetic fracture and subsidence involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient experienced a fracture medial to the distal end of the stem which caused it to subside and require revision surgery. Revised to a 155x18 restoration modular stem with 23+10 cone body and 36mm -2.5 biolox head. Surgeon stated: "the cause of subsidence was secondary to osteoporosis and undersizing the stem."

Manufacturer narrative:
A review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient experienced a fracture medial to the distal end of the stem which caused it to subside and require revision surgery. Revised to a 155x18 restoration modular stem with 23+10 cone body and 36mm -2.5 biolox head.